Event description:
It was reported that while in use on a pt when the m300 was removed from the bedside charger, the m300 shut down and the pt was discharged at the associated ics. The users reported that this happened twice although the m300 indicated the battery charge level was at 3/4. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.